Event description:
Caller states pt tested 3.8 inr on the coaguchek s system while a comparison lab returned as 2.8 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, and replacement was sent.